Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a gemini stone retrieval paired wire/helical basket was to be used during a ureteroscopy stone extraction procedure on (B)(6) 2009. According to the complainant, the device was chosen based on the outer label spec drawing, which showed a "0" tip basket. When the device was opened, it was discovered to have a 5 centimeter filiform tip. Upon further inspection, it was noticed the filiform tip was noted on the labeling stickers. The 5 centimeter filiform tip was visible through the clear packaging. The case was completed using a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for eval. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch will be filed. (B)(4).